Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done and it was determined that the alarm was caused by the reservoir so the customer changed the reservoir. But, the insulin pump alarmed no delivery, again. The customer's blood glucose was 33.3 mmol/l, which was treated with manual injection. Troubleshooting was performed and during the process another no delivery alarm occurred and insulin did not exit the tubing. No further troubleshooting could be performed because the customer did not have supplies. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.